Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 3006705815-2017-01566, 1627487-2017-06740 and 1627487-2017-06738 it was reported the patient was undergoing a lead revision procedure on (B)(6) 2017 because the leads were exposed. During the procedure, the physician was unable to adequately close the incisions and a small portion of the leads remained exposed thus the procedure was abandoned. The physician removed the leads and extensions and left the ipg implanted. The patient was prescribed antibiotics and the physician plans to re-implant the leads once the wounds are healed.